Event description:
Customer reported a button error alarm. Customer states that they are unable to clear the alarm. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.